Manufacturer narrative:
Patient identifier, age or date of birth, sex, and weight: there are multiple patients all information is provided in the article. This report is for an unknown cage/spacer/unknown lot. Part and lot number are unknown; UDI number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: ryu s., mitchell m., kim d., (2006) a prospective randomized study comparing a cervical carbon fiber cage to the smith¿ robinson technique with allograft and plating: up to 24 months follow-up, eur spine j volume 15, pages 157¿164 (USA). This study aims to compare the clinical and radiological outcomes of carbon fiber cage placement with allograft and plating by the smith¿robinson procedure in patients with symptomatic degenerative cervical spine disease. Consecutive patients with neck pain or upper extremity radicular symptoms with or without myelopathy resulting from cervical degenerative disc disease who met certain criteria were evaluated for inclusion into the study. 40 patients were enrolled and then randomized prior to surgery to receive a carbon fiber cage (cc group) with 20 patients (11 males,9 females) age 48.1±8.5 years or an allograft and plate (ap group) with 20 (11 males, 9 females) age 50.0±9.3 years. The cervical I/f cage (depuy spine, inc., raynham, ma, USA) is a carbon fiber-reinforced hollow biocompatible polymer implant designed to replace the tricortical bone graft was used. Anterior instrumentation with rigid plate and unicortical locking expansion screws was performed. All but one patient received a doctm plate (depuy spine, inc., raynham, ma, USA). One patient received a peaktm polyaxial anterior cervical plate (depuy spine, inc., raynham, ma, USA). The mean follow-up period was 14 months (range, 6¿26 months). Fifteen patients who received allograft and plate, and 16 patients who received carbon fiber cages have 12 months of follow-up data. Five patients who received allograft and plate, and 6 patients who received carbon fiber cages have 24 months of follow-up data. The following complications were reported as follows: five patients reported moderate to severe exacerbation of neck and arm pain only in the first 9-month follow-up period. One patient had an episode of spontaneously resolving slurred speech 5 days post-op. A stroke workup was negative, and the patient recovered fully. Fusion results of 61 disc levels in patients treated with allograft and plate or cervical carbon fiber cage: ap patients:6 weeks 1/28, 3 months 3/28,6 months 14/27 and for cc patients: 6 weeks 1/31, 3 months 9/29, 6 months 18/29. This report is for an unknown depuy spine cervical I/f cage, unknown depuy spine doctm plate, and unknown depuy spine peaktm polyaxial anterior cervical plate. This report is for one (1) unknown cage/spacer. This is report 3 of 5 for (B)(4).